Event description:
Per the clinic, the patient experienced an infection around the implant side. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.